Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. The supplies on the pump were changed multiple times. Tandem technical support had the contact perform a system check and the cause of the occlusion could not be determined. The contact did report that the pump was dropped the previous day. The customer's blood glucose (bg) level was in the 500's mg/dl range (530 mg/dl). Insulin injections were used to address the bg level and will be used to manage diabetes.